Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had stuck button alarm and power loss alarm. Customer reported that the button was continually pressed for more than 3 minutes. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
No button error alarm noted during testing. Device had unresponsive middle and down buttons due to corroded keypad traces. Unable to perform displacement, sleep current measurement, active current measurement, and self tests or verify power loss alarm due to the keypad anomaly.